Manufacturer narrative:
Correction: please refer to h6 (device, results, conclusion) codes. The reported event could be confirmed based on medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. With the provided CT scan, the loosening of the tibial component can be confirmed without doubt. There is a great large cyst visible, adjacent to more than 50 percent of the anterior interface between the implant and the bone. The talus shows clear radiolucence and some cysts anteriorly and therefore loosening can be confirmed as well. The underlying cause remains unclear without further clinical information. Failure of the total ankle replacement, tar, over time is a known complication. In case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information, e.g. Clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the assessment, the root cause was attributed to a patient related issue. The event was caused due to presence of large cysts anteriorly to implant-bone interface which results in tibial component loosening. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery as the tibia and talus allegedly appear to be cystic.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery as the tibia and talus allegedly appear to be cystic.